Manufacturer narrative:
The results of this investigation are inconclusive since no add'l info was received. The cause of the device embolization remains unk.

Event description:
According to the info received, an amplatzer septal occluder embolized.